Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: initial procedure name? - prostatectomy. Was medical/surgical intervention required to treat the patient condition? Results?- catheterized for an extra week. What in the physicians opinion are the factors contributing to the event reported? Unsure. What date did each patient present with post urine leak (# post op days)? What is tissue type and location of the suture placement? - bladder anastomosis. Any quality issues noted with the suture post-op? Like fraying / breakage /dehisce, suture knots untying ? Were there any intra-operative complications? How is the patient today? Was the sales rep present during the procedure? Robotic procedure? New user or experienced user? If experienced ¿ another device?

Event description:
It was reported that the patient underwent a prostatectomy procedure on unknown date and the barbed suture was used on the bladder anastomosis. Following the procedure, the patient experienced a post uterine leak and was catheterized for an extra week. No further information was provided.